Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 2/3/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the lens was cut into three pieces and coated in viscoelastic residue. The pieces were cleaned and presented with no additional issues. No further evaluation was performed. Conclusion: no issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The lens cut observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b, a4 and a5: unknown/ asked but not available. Section d6b: if explanted, give date: unknown, information not provided. Section e1:surgeon's email address and phone number: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient complaint of being visually disabled and negative dysphotopsia. The patient had attempted to adjust at surgeon recommendation for more than 6 months but was unable to. The preloaded intraocular lens (iol) was explanted from patient's left eye in a secondary procedure and replaced with a non jnj lens. It was stated that the product was handled correctly according to the directions for use, and there were no complications such as unplanned incisions or vitrectomy during the procedure. Dysphotopsia was resolved immediately after explanting the lens. Patient feels better with replaced lens. There was no use error. No other information is available.